Manufacturer narrative:
(B)(4).

Event description:
It was reported that impedances were found to be out of range on 8 out of 16 contacts on the trial leads. It was noted that the patient experienced ¿normal¿ stimulation intra-operatively and post-operatively and ¿only shocking and jolting after.¿ the reporter stated that there was ¿bad stimulation coverage.¿ it was noted that the multi-lead trialing cable was changed out. It was noted that there was no injury to the patient and the patient recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID 3874, lot# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type screening device; product ID 3874, lot# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type screening device. (B)(4). Analysis of the first screening device found that conductors 1, 4, 6 and 7 were broken between the 0 and 1 connector. Analysis of the second screening device found no anomaly.

Manufacturer narrative:
\Additional review determined that conclusion code \ applies to the lead where the proximal end conductor was broken. Conclusion applies to the lead where no anomaly was found. Additional review determined that method code no longer applies to this event. Additional review further determined that result code no longer applies to this event.

Manufacturer narrative:
(B)(4).